Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed unexplained power events. There was no damage found to the battery compartment. The battery cap was found to have corrosion on the spring. The cap was tested and no contact issues were found. A 29 hours flow accuracy test was performed without interruptions and the pump was found to be delivering within specifications. A leak test was performed and the display lens was found to be leaking. The pump was opened and no power circuit issues were found. The reported power issue was verified in the pump history but was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had an intermittent power issue. The patient claimed that he woke up at an unspecified time during the morning of (B)(6) 2011, and noticed that the pump was off. The patient tested his blood glucose (bg) on an unidentified meter and reportedly got a result of "high" on the device. He also claimed that he had symptoms of frequent urination and nausea at the time. At that time the patient reportedly replaced the pump's battery and the device powered up. However, the patient claimed that the pump continued to reboot throughout the day. No associated alarms were found in relation to the pump having powered off prior to the event. The patient reportedly administered injections throughout the day. At the time of the call with animas, the patient's bg level had decreased to "259 mg/dl." The patient reportedly felt fine. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue and he developed an elevated bg level and symptoms suggestive of severe hyperglycemia.